Event description:
It was reported that this pacemaker was explanted due to infection. It was noted that the pacemaker remained in use for temporary pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field d6b: explant date.

Event description:
It was reported that this pacemaker was explanted due to infection. It was noted that the pacemaker remained in use for temporary pacing. No additional adverse patient effects were reported.